Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patients blood pressure dropped and a pericardial effusion was observed. A pericardial drain was placed and the hospitalization stay was extended. The case had been completed with cryo, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient data files showed at least nine applications were performed with catheter 2af284/04082 without any issue on the date of the event. Clinical issues (pericardial effusion and hypotension) encountered during the procedure. Visual inspection of balloon catheter 2af284/04082 showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for nine injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, clinical issues (pericardial effusion, hypotension) were encountered during the procedure. The balloon catheter passed the functional test as per specification. If information is provided in the future, a supplemental report will be issued.